Manufacturer narrative:
During quality investigation, the customer's complaint could not be duplicated. However, the flex was identified as the probable cause of the failure as damaged flex strip can result in complete loss of function due to inability for handpiece to transfer user or console inputs into useful work. The device was repaired and returned to the customer.

Event description:
The core universal driver was sent in for repair because it was running without the trigger being activated. The event occurred during a procedure, no adverse consequence was associated with the event. The procedure was completed with another device; no procedure delay was reported.